Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right common femoral artery. A 8.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilation and the device was initially inflated at 12 atmospheres. However, during the second inflation at 14 atmospheres, the balloon ruptured after being inflated for 90 seconds. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a 7mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.